Event description:
It was reported that within days of implant, the patient come in for a routine device check, it was noted the lead had t-wave over sensing. Additional information obtained indicated that reprogramming of the lead was performed and subsequent transmission noted no oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.